Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.75 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. The stent was kinked at the mid point with stent struts either side of the kink lifted from their crimped position. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 32x2.75mm target lesion was located in severely tortuous and calcified left circumflex coronary artery. A 2.75x32mm synergy ii stent was advanced for treatment. However, during advancing, the stent was kinked and the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 32x2.75mm target lesion was located in severely tortuous and calcified left circumflex coronary artery. A 2.75x32mm synergy ii stent was advanced for treatment. However, during advancing, the stent was kinked and the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.